Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported the patient suffered a vessel occlusion, there were no sequelae/neurological deficits noted. This was an asymptomatic occlusion, and there were no evidence of strokes on the MRI scan. The reported event of patient vessel occlusion is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. H3 other text : device remains implanted in patient.

Event description:
It was reported that more than 4 years post implantation with the subject stent in a clinical study, the patient suffered a vessel occlusion found during imaging. Imaging showed a total occlusion of the right internal carotid artery. No treatment was performed. No other information is currently available.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that more than 4 years post implantation with the subject stent in a clinical study, the patient suffered a vessel occlusion found during imaging. Imaging showed a total occlusion of the right internal carotid artery. No treatment was performed. No other information is currently available.